Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not properly secure tools and tools were easily pulled from attachment. It was further noted that there was an unknown substance inside collet that stopped burr from locking in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be inadequate cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event. It was reported that during a general check-up, it was observed that the electric pen drive device and hand switch device ran when not engaged while in use with two attachment devices that were not locking burr devices. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.